Event description:
The following information was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of bacterial peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On (B)(6) 2011, the patient experienced peritonitis manifested by vomiting, sinus pressure, and doubled-over abdominal pain. The reporter confirmed that no break in aseptic technique occurred, but rather the infection came from outside. On (B)(6) 2011, the patient was hospitalized. The patient was treated with unspecified antibiotic therapy. In (B)(6) 2011, the events of sinus pressure and bacterial peritonitis with (B)(6) had resolved. On (B)(6) 2011, the patient was discharged from the hospital. Dianeal therapies were ongoing. The reporter believed that the events of sinus pressure and bacterial peritonitis with (B)(6) were not related to dianeal therapies.

Manufacturer narrative:
(B)(4). The complaint for peritonitis-no malfunction or use was found to have no device malfunction or use error identified. The problem cannot be confirmed due to no use error described by the patient, a sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.